Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 110 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. A low power alert had occurred during battery depletion on event date. Troubleshooting was performed and the pump battery performed as intended. No failure was identified to have occurred.